Event description:
Central supply technician was preparing device for cleaning following use in surgery, by releasing wire spring on handle to allow forcep jaws to remain open in sterilizer. Spring wire on handle had sharp end which punctured technician's glove & thumb when handle slipped in her grasp. Technician was referred to emergency department for treatment of a puncture would by contaminated equipment.device not labeled for single use. Patient medical status prior to event: invalid data. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Service records not available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: visual examination. Results of evaluation: design - human factors. Conclusion: other. Certainty of device as cause of or contributor to event: yes. Corrective actions: user education provided. Invalid data - on device destroyed/disposed of status.